Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that planning was done by the surgeon and manufacturer representative for levels l3-s1. A schanz screw was inserted into the left psis and attached to the system via bone mount bridge. A 3define scan was done and draw spine was used. Ap and obl images were taken. Registration was achieved on the first try using the automatic and the basic algorithm. Fluoro to CT matching was successful on the first attempt with green values at all levels. All trajectories were sent and drilled except for left l3. The surgeon did not like the feel of that trajectory and decided to freehand that screw. All other trajectories were placed in the pilot holes and accuracy was using fluoro imaging. Right l3 was deviated medially. The wire was removed and that screw was also placed freehand. All other screws were slightly more medial than the plan intended but they were within the pedicle. Screws were placed at l4, l5, and s1 and accuracy was verified with fluoro imaging. Neuromonitoring was also used and all screws stimulated with good values of at least 14ma or greater. There was no patient harm and the procedure was not delayed over an hour. After the surgery, the system was taken through an advanced accuracy test which it did not pass. A call was made to get the arm switched out.